Event description:
It was reported that when the physician attempted to interrogate the device with merlin programmer, it took more than thirty minutes. The device data could not be read by the programmer. Another programmer was used but the issue still persisted. The programmer was working fine with other devices. Device will continue to be monitored. There were no adverse consequences to the patient. Patient¿s condition was stable.